Event description:
The customer alleged that there was no alarm tone audible tone. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm and tightened the front panel ground wire. The unit passed extended self testing.